Manufacturer narrative:
The cobas 6800 serial number was (B)(6). An examination of the cobas® mpx reagent lot (n10245) was conducted, in addition, analysis of the pcr signals for the questioned hcv non-reactive results confirmed that the system generated a valid non-reactive hcv call. There is no indication of a miscalling based on the generated pcr signals of the hcv detection channel. The data analysis revealed no anomalies in the algorithm that could lead to erroneous outcomes. Additionally, no signs of hardware-related issues were identified, as supported by valid positive and negative controls. The positive and negative controls of both cobas® mpx tests (pp6 and pp1) exhibited robust amplification curves for the internal control (ic) and the targets (hiv, hcv, and hbv), indicating the proper functioning of pcr and sample preparation processes. It can be confirmed that there are no known issues with the used cobas® mpx lot n10245. The high serology (coi 291) alongside non-reactive results may suggest a potential case of resolved infection with persisting antibodies, a false-positive serology result due to an interfering substance, or an extremely low viral load, positioned below the assay's limit of detection (lod). The investigation did not identify a product problem.

Event description:
There was an allegation of discrepant hcv results with the cobas®mpx kit (192t) from the cobas 6800 analyzer for a single patient. On (B)(6) 2025, serology with the elecsys 8000 generated a reactive result (coi: 291) on (B)(6) 2025, the sample, from the edta tube, was tested both in a primary pool of six (pp6) and individually; both results were non-reactive for hcv. On (B)(6) 2026, the sample, from the donation bag, was tested as an individual sample, and the results were non-reactive. A second draw was performed, and the results were reproducible and consistent with the initial results; serology remained reactive (coi: 299), while the mpx test result was non-reactive (pp1). Antibody testing using alternative platforms was performed, with the following results: alinity anti-hcv: 10.729 s/co (reactive) vitros 3600 anti-hcv: 10.4 s/co (reactive)